Event description:
The recipient is reportedly experiencing irritation at the implant site. The recipient was treated with different antibiotics and creams. The recipient has reportedly healed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding treatment will not be provided. The recipient remains implanted. This is the final report.